Event description:
The customer indicated the image disappeared on the device. No report of patient injury.

Manufacturer narrative:
No ge service was performed. The fault was cleared by the customer. No conclusion can be drawn.